Event description:
The customer reported there was no water flow through the auxiliary water channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material clogged in the auxiliary water channel. This report is being submitted for the foreign material found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found the light guide lenses were chipped, the objective cover lens (ccd cover lens) was chipped, and the adhesive around the cover lens was chipped. The distal end cover was cracked. The connecting tube/insertion tube insulation was too low. The rubber adhesive was chipped, the universal cord was buckled, and scratches were observed on the control grip and switch box. The air/water nut paint was peeled off, and the suction cylinder paint was peeled off. The scope connector cover and plug unit housing were damaged. The angulation was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based off customer feedback. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported they observed no water through the auxiliary water channel during preparation for usage. The physician switched out the device to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging of the auxiliary water supply channel could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might contribute to the retention of foreign material and there was no device reprocessing deviation from the device IFU. The event can be detected/prevented by following the instructions for use sections below: ¿- inspection of the auxiliary water feeding function¿. ¿- air/water feeding and suction - auxiliary water feeding¿. Olympus will continue to monitor field performance for this device.